Event description:
It was later reported a dye study was done in january and everything was fine. There were no alarms reported. The patient went in for a refill and it was noted that a volume discrepancy occurred. The actual residual volume (arv) of 1ml was less than the expected residual volume (erv) of 3.8 ml. The refill was performed due to ¿minor withdrawal symptoms.¿ the patient experienced overdose symptoms following the refill. It was indicated it seemed there was a underdose/overdose thing going on with the patient.the daily dose was decreased from 540mcg/day down to 480mcg/day. The pump logs were normal. It was later reported that it was confirmed that lioresal drug kits were used for refills. The surgeon did a dye study the previous week in which the catheter aspirated fine and the dye study was normal. The patient experienced symptoms of chest tightness (which surgeon feels he has seen in overdose before) and very stiff legs. The patient never had a change in stiffness in legs since implant. MRI was completed which was normal (no granuloma). The lioresal dose was now at 500mcg/day.

Event description:
It was later reported that the patient was having ¿technical issues¿. The patient had been having issues for some time. The reporter questioned if the patient¿s pump was recalled. It was later reported that the patient never had therapeutic effect. The patient had ¿no benefits whatsoever¿ since the pump was implanted. The patient was in the hospital for two and a half weeks because there was a pump problem. The patient had his last refill at the end of (B)(6). When the pump was refilled, the medication ¿paralyzed his chest muscles¿. Within 8 hours of the refill, the patient couldn¿t move his legs. It was believed that a pocket fill occurred, but it may not have been much. It took five days for it to reabsorb. It was suggested that, at the refill, the pump was possibly empty and, when they went to fill the pump, ¿it was just too much¿. Several healthcare providers (hcp) were spoken to about the previously reported volume discrepancy, and they were not concerned. When the event occurred, the patient was still on a ¿huge amount of oral baclofen because he had too many infections going on¿. It was stated that the infections were not related to the patient¿s pump. The patient had been titrated back from ¿550 to 270¿. At the time of this report, the patient was at (B)(6). They had already did dye studies and imaging. A spiral dye study was planned to determine if there was positional kinking in the catheter or an occlusion. The patient¿s next refill was scheduled for (B)(6) 2013. The device system was used to deliver lioresal at a concentration of ¿2000¿ and a dose of 270mcg.

Manufacturer narrative:
Concomitant products: product ID 8590-1, lot# n297945, implanted: (B)(6) 2012, product type accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that since (B)(6) 2012 the patient experienced an increase in symptoms. The patient met with a neurosurgeon and a CT scan was performed to check the pump. The pump was checked and was intact. It was indicated they had to go further and check the functioning of it as something was "really wrong and the obvious was withdrawal of the baclofen". A dye study with imaging was performed in (B)(6) 2012. The pump was determined as working and the placement of the pump and catheter was intact. The patient had however gotten severely worse since then. It was noted that they had been increasing the pump but no change was seen. Re-evaluation of the pump was planned to occur in a "couple months". The pump was delivering lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).